Event description:
It was reported that during testing conducted at the user facility prior to the start of a surgical procedure a metal piece attached to the screw came off. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Additional information added. Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during testing conducted at the user facility prior to the start of a surgical procedure a metal piece attached to the screw came off. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.